Event description:
It was reported that during an unknown procedure, a linear cutter works properly during the first use of a reload. When placing in the third reload the blade does not work (it has a curvature that does not match, it didn't let the reload move). Another like reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) - damaged knife. The analysis results found that the tlc75 device was received with the knife broken and with no reload present. No functional test could be performed due to the condition of the device. It is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.